Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, d4, g4, g7, h2, h3, h4, h6. Reported event was unable to be confirmed due to limited information received from the customer. No devices or medical records were provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: cp114834, rs side exp dstl fmrl lt 18cm, lot # 216070; 150464, oss 3cm diaphyseal segment, lot # 634330; 150466, oss 7cm diaphyseal segment, lot # 964160; 150493, oss reinforced yoke, lot # 026390; 161035, oss rs axle, lot # 262980; 150476, oss poly tibial bushing, lot # 315070; 161034, oss rs poly femoral bushing, lot # 316940; 150510, oss poly bumper lock pin, lot # 196830; 150410, oss tibial poly bearing, lot # 560720; 178548, taper adpt female oss/male cps, lot # 099420; 178711, cps/oss 5cm tpr adapt w/oss sc, lot # 149910; 150419, oss non-mod tib plate long 63, lot # 234890. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04292, 0001825034 - 2019 - 04293, 0001825034 - 2019 - 04294, 0001825034 - 2019 - 04295, 0001825034 - 2019 - 04296, 0001825034 - 2019 - 04297, 0001825034 - 2019 - 04299, 0001825034 - 2019 - 04300, 0001825034 - 2019 - 04301, 0001825034 - 2019 - 04302, 0001825034 - 2019 - 04303.

Event description:
It was reported that the patient was indicated for a left knee revision due to unknown reasons. Attempts have been made and no further information has been provided.